Event description:
The customer reported that a mount and rack fell resulting in a nurse suffering a fractured ankle.

Manufacturer narrative:
The hospital biomedical engineering manager reported to the philips account sales representative that when a nurse attempted to press a button on one of the modules in the m1276a transport rack, the rack fell, striking the nurse. There was no report of any emergent care or lasting impact. The nurse suffered a hairline fracture to her ankle. There was no pt involved in this incident. When the biomedical engineering manager arrived in the room, it was noted that the mount that the transport rack was attached to was damaged and broken. A service order was created and a field service engineer (fse) went to the customer site to evaluate the transport rack and the mounting hardware. The fse confirmed that the dovetail mount was damaged, and took pictures that he forwarded to (B) (4) for review. The pictures show that the pem threaded inserts have been pulled out of the molded plastic mounts, and there is damage to the surrounding plastic. This damage is most consistent with rough handling and/or impacts to the rack and mount. The fse confirmed that these transport racks and mounts have been installed for 8 years, and that they have been subjected to rough use. A follow-up call was placed to the biomedical engineering manager, who also confirmed that the transport racks/mounts are subjected to rough use. Beds impact the transport racks/mounts when they are moved in and out of the rooms. The fse ordered 4 replacement mounts, which were delivered to the hospital for installation by the biomedical engineer. The IFU describes daily inspection of the device before use. This is not being considered a device malfunction. The reported issue is most consistent with rough use and/or impact to the rack and mounts. No further calls have been logged for this customer issue. No further investigation or action is warranted. (B) (4).